Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the device was returned without the shrink film and the tamper label. The tyvek lid was also peeled off and not returned. The device has been cycled 1 time. The needle has fractured and the sutures and anchors both remain in the tip of the needle. There is also some damage to the clear sleeve. A returned sample submitted for fracture analysis: fracture surface revealed sheared ductile overload dimples along with suspected biological debris and post fracture smearing, suggesting that implant fractured due to overload. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The reported event is confirmed by returned product. However, the reported coob cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: ecuador. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the product was received damaged. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.